Event description:
It was reported that the patient called while adjusting stimulation settings and requested to increase the intensity to assess comfort. The patient reported a return of symptoms and an increase in stimulation caused pain and discomfort. The patient confirmed the stimulation felt acceptable at the new setting. There were no clinical complications reported. The patient reported no current issues and stated they are doing fine. The patient is not seeking any further assistance and has requested device removal. Dr. (B)(6) has agreed to remove the device in oct2025.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, neurostimulator: (B)(4).. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator called while adjusting stimulation settings and requested to increase the intensity to assess comfort. The patient reported a return of symptoms and an increase in stimulation caused pain and discomfort. The patient confirmed the stimulation felt acceptable at the new setting. There were no additional clinical complications reported. The patient was not seeking any further assistance and has requested device removal. The physician has agreed to remove the device in (B)(6) 2025. Additional information reported that the patient has been experiencing pelvic pain, frequent urination, and leakage. The patient called to report that their pain had resolved after turning the stimulation off. There were no further patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, neurostimulator: (B)(4). Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A device was not returned, and pictures were not provided resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, the patient was experiencing lack of effect and pain/discomfort after reprogramming. Cause of the lack of effect and pain/discomfort could not be established, but is a known inherent risk of the device, therefore, an investigation conclusion code of 'known inherent risk of device' was chosen. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this neurostimulator called while adjusting stimulation settings and requested to increase the intensity to assess comfort. The patient reported a return of symptoms and an increase in stimulation caused pain and discomfort. The patient confirmed the stimulation felt acceptable at the new setting. There were no additional clinical complications reported. The patient was not seeking any further assistance and has requested device removal. The physician has agreed to remove the device in (B)(6) 2025. Additional information reported that the patient has been experiencing pelvic pain, frequent urination, and leakage. The patient called to report that their pain had resolved after turning the stimulation off. There were no further patient complications.

Manufacturer narrative:
Product code (d2b): additional product code qon. UDI for concomitant product, neurostimulator: (B)(4). Premarket/510(k) # (g4): additional premarket/510(k) p190006.